Event description:
The user reported disconnection of the set at the upper pumping segment component during removal from the pump. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The sample was requested and received for investigation on the 20th october 2008.

Manufacturer narrative:
(B) (4). (B) (4). The customer complaint of set disconnection was confirmed. Visual inspection showed that the upper fitment was broken in two. A full eval of the returned sample could not identify any material or mfg faults which would lead to the disconnection of the set. Analysis of the breakage has identified that the component broke due to a sideways motion being applied to the set. Please note that in the past cardinal health has duplicated this type of damage when force has been exerted on the fitment during improper set loading or unloading from the pump. If the administration set is loaded into, or unloaded from, the instrument in a non-vertical orientation this can lead to the component breaking.